Manufacturer narrative:
Unknown ivc filter. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Plaintiff's allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis (dvt). Plaintiff is alleging to have experienced leg and chest pain, headaches and bleeding in the leg and chest. The plaintiff was reported to be decreased as of (B)(6) 2016 due to subarachnoid hemorrhage (sah) and cerebral aneurysm rupture.

Manufacturer narrative:
The [pt] involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, leg, chest pain, headaches, bleeding in leg and chest.'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Unknown if the reported leg, chest pain, headaches, bleeding in leg, chest is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Catalog # and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.